Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer reported that the infusion set cannula was became bent. The stated that they did not need to troubleshoot high blood glucose as he had control it. The insulin pump will not be returned for analysis.